Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a guide wire kinked in the package was able to be confirmed by the photo. The photo shows creasing in the product packaging, as well as a kink in the guide wire and the guide wire tubing, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged.". The customer complaint of a kinked guidewire was able to be confirmed based on the customer provided photo. The photo shows creasing in the product packaging, as well as a kink in the guide wire and the guide wire tubing. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the metal guide is broken in 2 places. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.".

Event description:
It was reported that: "the metal guide is broken in 2 places. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported."

Manufacturer narrative:
(B)(4).